Event description:
It was reported that during a scheduled right ventricular (rv) lead revision procedure, while the rv lead was being removed from the patient with a laser, this right atrial (ra) lead got adhered to the rv lead and had to be extracted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a scheduled right ventricular (rv) lead revision procedure, while the rv lead was being removed from the patient with a laser, this right atrial (ra) lead got adhered to the rv lead and had to be extracted and replaced. No additional adverse patient effects were reported.